Event description:
Lma inserted into pt. Spontaneous ventilation commenced. After 15 min, noticed end tidal carbon diiiioxide (pec02) trace indicative of leak, pilot balloon was flatter. Peco2 line and anesthetic circuit did not appear to be leaking. Added an extra 10 mls of air to the cuff using syringe. Following this the peco2 trace was recovered. The trace gradually showed signs of leak once again over the next 15 min. He therefore attached a syringe to the pilot balloon with the barrel taped down to try to maintaain pressure. (?maay have inaaadvertently kept the valve open). Then he added saline to the cuff and noted bubbles emerging from the mid-portion of the pilot balloon below the valve area. At thipoint the operation was over, so the pt was woken from the anesthesia.at no time during the anestheetic did the pt suffer a fall in oxygenn saturation or a lightening of anesthesia. Ventilation was satisfactory throughout the procedure. Escape of volatile agent arounf the cuff was not detected. The residual volume in the lma cuff was not measured during the periods of leaak, so there is no quantative estimate of the degree or rate of leaak.